Manufacturer narrative:
After reviewing the information received the event has been assessed as not serious. This complaint has therefore been deemed to be no longer reportable.

Event description:
Additional information received mentioning that the surgeon has opted for observation at this point and patient will be seen in couple of months.the lens remains implanted in the patient''s eye.

Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that patient developed glistening approximately eleven years after lens implant in the right eye. However per the reporter, there is some debate on weather it is truly glistenings or posterior capsule opacification (pco). Lens needs to be explanted. Additional information has been requested but has not been received.

Manufacturer narrative:
Lens was not returned for evaluation. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Unable to determine a root cause. The investigation also noted that it is highly unlikely that true glistening were observed.

Event description:
Additional information received that the affected eye is the left eye and not the right eye as previously reported. The patient is currently deciding whether or not to have the lens removed.